Manufacturer narrative:
Based on the claim against the product by the customer noting the tip of the instrument broke and fragment fell into patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the instrument was disposed. This complaint is reportable malfunction and adverse event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the large suturecut needle driver instrument broke off in the patient. The fragment was retrieved. One of the whole sides of the needle holder, the tip of it, broke off. The customer was able to find the broken tip inside of patient. It was unknown if the customer performed a post operative test. The customer threw away the instrument and the tip in the sharps container which was emptied. The procedure was completed with a backup same instrument.